Event description:
It was reported that the device was experiencing non-sustained lead noise. Investigation showed that the noise was due to t-wave oversensing when the patients heart rate entered periods of potential tachycardia. No adverse events were reported. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.